Manufacturer narrative:
The device was not returned for analysis. A review of the lot history identified no manufacturing nonconformities issued to the reported lot that would have contributed to the reported event. Additionally, a review of the complaint history did not identify any similar complaints. Based on the available information, a cause for the reported difficult gripper actuation could not be determined. There is no indication of a product quality issue with respect to manufacture, design or labeling.

Event description:
This is being filed to report the gripper actuation issue. It was reported that this was a mitraclip procedure to treat functional mitral regurgitation (mr) with a grade of 3. The clip delivery system (cds) was advanced to the mitral valve and the leaflets grasped. The results were not acceptable therefore the cds was retracted to the left atrium (la). While checking the clip functionality, it was noted the anterior gripper was not moving. The cds was removed and outside the anatomy, the grippers were noted to be working correctly. Another clip was used to complete the procedure, reducing mr to 1. There was no clinically significant delay in the procedure and no adverse patient effects. No additional information was provided.

Manufacturer narrative:
The returned device analysis could not confirm the reported difficult to open or close (gripper actuation) as both grippers were able to lower and raise as intended without issue. A review of the lot history identified no manufacturing nonconformities issued to the reported lot that would have contributed to the reported event. Additionally, a review of the complaint history did not identify any similar complaints. Based on the available information, a cause for the reported difficult to open or close (gripper actuation) could not be determined. There is no indication of a product quality issue with respect to manufacture, design or labeling.d9: device returnedh6: type of investigation code 4115 - removed.